Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(6) clinical study. It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was a de novo long lesion extending from mid left anterior descending (lad artery to distal lad with 90% stenosis and was 9.00mm long with a reference vessel diameter of 2.50mm. The lesion was treated with pre-dilatation and placement of a 2.50mmx12.00 mm promus element plus stent, with 0 % residual stenosis. One day post procedure, the patient was discharged on aspirin and ticagrelor. In (B)(6) 2016, the patient presented to the emergency department (ed) complaining of anginal symptoms and was hospitalized on the same day. Intensity of the symptoms has been increased since 1 week. Subsequently, coronary angiography was performed and revealed 80-90% isr in the distal portion of the study stent placed in mid to distal lad which was treated with pre-dilatation and placement of 2.25x15mm non-bsc drug-eluting stent in an overlapping manner with the stent in mid lad and about 2-3mm distally to the prior stent deployed in the distal portion of the lad. Following post-dilatation, residual stenosis was 0%. On the following day, the event was considered as resolved and the patient was discharged on aspirin and clopidogrel.